Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. Reportedly, the customer maneuvered the cable into the charging port in order for the pump to begin charging. Customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer over-estimated how much insulin was needed when delivering a meal bolus. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.